Event description:
It was reported that during a procedure of the left anterior descending and diagonal artery bifurcation, the nc trek balloon catheter was used for post-dilatation of the non-abbott stent when during the first inflation bleedback was noted about 4 atmosphere and the balloon had ruptured. There was no reported adverse patient effect. A second nc trek balloon was used to complete the procedure without incident. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was not confirmed; however, a tear in the shaft was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.